Manufacturer narrative:
This report is being filed to provide in the device history records (DHR) were reviewed for this lot. There were noevents noted in the DHR that would have contributed to the elevated wbc count experiencedby the customer.root cause: a definitive root cause for the observed leukoreduction failure remainsundetermined at this time. Run data file analysis did not show a conclusive root cause for thehigher than expected wbc content in the platelet product reported for this collection. However,it is possible, though not conclusive, wbcs may have escaped the lrs chamber late in theprocedure. As this occurred late in the procedure, the wbc contamination detection algorithmswere unable to flag this failure before the collection completed. Based on the availableinformation, it is possible though not conclusive, this leukoreduction failure may be donor relateddue to the donor¿s day of elevated wbc and monocyte counts. Run data file analysis also showedunexpected signals during pas addition. It is possible, though not conclusive, the small whiteclamps on the loop lines were not closed properly, pulling contamination from the channel into theplatelet product.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation: the run data file (rdf) was analyzed for this event. Run data file analysis did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. However, it is possible, though not conclusive, wbcs may have escaped the lrs chamber late in the procedure. As this occurred late in the procedure, the wbc contamination detection algorithms were unable to flag this failure before the collection completed. Based on the available information, it is possible though not conclusive, this leuko reduction failure may be donor related due to the donor¿s day of elevated wbc and monocyte counts. Run data file analysis also showed unexpected signals during pas addition. It is possible, though not conclusive, the small white clamps on the loop lines were not closed properly, pulling contamination from the channel into the platelet product. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The platelet collection set is not available for return because it was discarded by the customer.